Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. An ntw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 15-20 degrees. It was noted the clip remained stable on the leaflets. Two additional clip were deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.